Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, the insulin pump had intermittent up button response due to moisture damage keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 12 mmol/l. The customer stated that the pump may have been affected by sweat. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.